Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that telemetry with the cardiac resynchronization therapy pacemaker (crt-p) could not be obtained. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.